Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator battery pca pins were found to be pushed inward during servicing. There was no patient involvement.